Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during insertion of a screw, the tip of the screw driver fractured off and could not be retrieved from the screw head that was implanted in the patient. After 30 mins of attempts to remove the fracture tip, the surgeon aborted retrieval and the fractured device was retained. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h3, h4, h6. The reported event was confirmed via product return. Visual examination of the returned product identified the tip of the driver is fractured. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.